Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. Further repair information is unavailable at this time.

Event description:
The customer reported that the system screen went black and would not shoot. Then the system would not boot up. There is no report of pt injury associated with this event.